Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt is unable to charge their ins, the last time pt charged ins was a couple of months ago over the holidays. The pt said that they have changed the batteries on the programmer and charged their insr but their ins is still "dead, graveyard dead". Pt stated that they talked to their healthcare provider (hcp) about this issue (date unknown), the hcp redirected them to talk to the manufacturer. Pt believes that their ins is at the end of its lifespan. Pt was difficult to understand at this time during the call, understood that the pt stated that their ins has not been good for several years. The patient was redirected to their healthcare provider to further address the issue. No symptoms/patient complications reported.